Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to deliver a bolus. During troubleshooting with tandem technical support, it was determined the customer was entering carbohydrates into the blood glucose field. Customer successfully entered carbohydrates into the correct field. Customer's blood glucose level was 158 mg/dl.